Event description:
On (B)(4) 2012 a reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reverting to the set up mode when the patient attempted to test her blood glucose. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began at 4:30 p.m. On (B)(6) 2012. It is not known how the patient manages her diabetes. The reporter claimed that the patient 'broke out in a sweat' 25 minutes after the alleged issue began. The reporter informed the cca that the patient consumed more food/drink 5 minutes after the onset of symptoms. The reporter denied that the patient tested her blood glucose on any other device. During troubleshooting the cca confirmed that the patient was not using the subject meter for the first time, that there was no known misuse to the subject device and that the alleged issue began after the patient had replaced the batteries in the subject meter. The alleged issue was resolved during troubleshooting. This complaint is being reported as an adverse event because the patient reportedly developed a symptom suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.